Event description:
It was reported that the 7900 system was missing saved images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The keyboard connection was repaired during the service call.